Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 332 mg/dl less than 4 hours after the pod was activated. She gave a bolus of 5.30 units of insulin. She decided to remove the pod and then she noticed the cannula was bent.